Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a no delivery alarm on her pump. Customer is not in the emergency room due to the no delivery on her pump and diabetes ketoacidosis. Customer had no delivery this morning and then took the set off and not treating herself with insulin. During hospitalization, she is now on IV drip. The customer's blood glucose was 235 mg/dl; current is 117 mg/dl. Unable to complete troubleshooting, due to not having tubing clamps. The customer was advised to call back once the tubing clamps are received to perform high pressure test.